Event description:
Unomedical reference number (B)(4). Event occurred in canada. (B)(6) 2022, it was reported that on an unknown date (in the year 2019), the patient's infusion set's tubing got detached at the site while working as the nature of her job is physical and it pulled off at work. The site location was patient's abdomen, and the pump was worn on the bra. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was dropped with the set connected to patient's body. No further information was available.